Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pulse generator had inadequate low voltage output. The physician suspected an anomaly with the header of the pulse generator. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of defective device and no pacing were not confirmed. The device was still in original shipping conditions upon receipt. There were no measurements made on the device in the field. Electrical, mechanical and output parameters analysis performed were normal. Additionally, visual inspection of the header and connector and longevity assessment were performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.